Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer experienced high blood glucose. The customer¿s blood glucose level was 27.1 mmol/l. The customer blood glucose value was 16.0 mmol/l at the time of incident. The customer treated for high blood glucose with injections using insulin pump. Based on customer¿s report customer does not allege under delivery. The insulin pump was not auto mode. The customer was neither in the emergency room, nor admitted into hospital as a result of high blood glucose. The insulin pump will not be returned for analysis.